Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date reported is the date abbott diabetes care became aware of the event. The device manufacturer date is unknown. The date reported is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015, a caller reported "consistently" receiving an unspecified error message on her son's adc blood glucose meter. As a result of this issue, the caller was unable to use the meter and reported that at approx. 2:00 am on an unspecified date, her son was sleeping when his blood sugar "dropped low, and he was perspiring hard." The caller treated her son with sips of orange juice, although she reported he was having difficulty swallowing. She called paramedics who arrived at approx. 6:00 am, and tested her son with their hcp meter, receiving a reading of "lo". Caller was advised that a reading of "lo" indicated a blood glucose level below 20 mg/dl. Paramedics administered a "shot" of 50% dextrose, and transported the caller's son to a local hospital, where he was held overnight. The caller's son was diagnosed with hypoglycemia, and treated with unspecified medications (she was unable to recall the details). There was no report of death or permanent injury associated with this event.